Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely after less than three years of use. It was unclear if the battery depletion was tied to the right ventricular (rv) lead impedance spikes that were noted since implant. The device was explanted and replaced. During the procedure, the rv lead connector popped out of the header of the device when the pocket was opened. The lead tested fine with the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011. The device reached rrt at less than or equal to 2.6251 volts. The weekly battery voltage log data shows a minimum battery voltage equalling 2.689 to 2.608 volts minimum between (B)(6) 2011 and (B)(6) 2011. There were four patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2009 and (B)(6) 2009. The weekly high voltage-lead impedance trend data shows high impedance for the minimum and maximum superior vena cava (svc) defibrillation coil equal to a 254 ohms peak between (B)(6) 2010 and (B)(6) 2011. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.